Manufacturer narrative:
The infection is reported under medwatch MFR report number 2916596-2017-02603. Section. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Section f9: approximate age of device ¿ 6 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient expired on (B)(6) 2017. It was reported that the patient had a chronic driveline/pump pocket infection. After a recent fall, the lvad clinicians elected to stop antibiotics as he suffered an intracranial bleed. No further information was provided.

Manufacturer narrative:
It was reported that the pump would not be returned for evaluation. A specific cause for the patient''s chronic driveline and pump pocket infections as well as the intracranial hemorrhage could not conclusively be determined. Infection, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the sequence of events related to the patient''s fall and intracranial hemorrhage could not be determined. The patient and the patient''s family decided to turn off the vad and the patient expired. No further information was provided.